Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room. Transmission revealed multiple therapies were applied including anti-tachycardia pacing and shock. Upon device interrogation, it was noted that the reason for the shock was due to double counting. A chest x-ray was performed and revealed that the right ventricular lead had dislodged. The lead was attempted to be repositioned; however, was unsuccessful due to helix unable to retract. The lead was explanted and replaced on (B)(6) 2020. The patient was in stable condition post-procedure.